Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing, under primary vector configuration. The shocks were not isolated to a single episode. The episodes data was sent to technical services (ts) for evaluation. Ts determined that the oversensing occurred due to a complex and variable morphology, that is complicated to be properly sensed. No indications of mechanical impairments or any issues were noticed with the s-ICD system sensing. Ts recommended potential reprogramming options. However, the morphology behavior seen is difficult to predict. The vector configuration was reprogrammed to secondary. This implantable electrode remains in service and no additional adverse patient effects were reported.